Event description:
It was reported that the insulin gauge was inaccurate and that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, reloaded the existing cartridge, and successfully resumed insulin therapy. Customer's blood glucose level was 198 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.